Event description:
Contact reported that during the revision of a l2 to l5 spinal arthrocesis with moss miami when the surgeon tried to take out the l5 screws, they broke near to the head of the screw. The surgeon had to leave the threaded part of the screw in the 1.5 pedicles and needed to extend the construction to s1. Initial surgery was in 1998. See also MDR 1526439-2005-159.